Manufacturer narrative:
1 device that was originally coded as evaluated was found to have been reported in error. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.

Event description:
This report now summarizes 0 malfunction event(s), instead of 1.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: latch; pulley / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced end/siderail unexpected drop/collapse and end/siderail cannot latch upright, mid-position, or stuck at lowest height. No adverse consequence or clinically relevant delay in treatment was reported.